Manufacturer narrative:
S/w 3.0b. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the crack around the reservoir compartment. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.